Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the user informed the isi clinical sales associate (csa) that they were receiving a triple-beep when using the vessel sealer extend (vse) instrument in seal mode on universal side manipulator (usm) arm 4. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed no related errors. Upon verification, it was stated that when they go to "seal," they hear the "triple-beep" error tone on the e-100 generator. The customer tried rebooting e-100 generator prior to calling in; however, issue persisted. Tse instructed to try another instrument and a system reboot if they could. No further issue reported. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: vessel sealer extend (vse) instruments with lot numbers l81230831-0094 and l81230831-0118 were causing the audible tone. The instrument was inspected prior to use, and nothing was observed out of the ordinary. The customer was sealing when the incident occurred. The instrument issue did not involve delayed sealing. The instrument issue did not involve insufficient sealing. The instrument did not involve no sealing. There was not necessarily an instrument failure. The customer replaced the vse with a new one and were still getting the audible feedback. The instruments were sealing and cutting as normal. When they pressed the blue pedal to seal, they were hearing an audible tone inside the active surgeon side console. There was no noise coming from the e-100 or the patient side cart. The vessel sealer did work. There were no errors occur when the vessel sealer issue occurred. At the time of the event, during the sealing sequence, there an audible signal (continuous tone) while the pedal was pressed. The seal cycle did complete with the fast audible tones as expected, but an error tone was heard when initially pressing down the seal pedal. Tissue effect was observed. Tissue was never cut that was not fully sealed. The target tissue was the mesentery. The target tissue under tension during the sealing/cutting process. The vessel was not greater than 7 mm in diameter. There was not any evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, this reported event was not confirmed. The fse found no issues when test driving system with another vessel sealer extend (vse) instrument on usm arms 2 and 4. No issue was identified on system, the usms, e-100 generator or the vse instrument. Fse instructed the customer to locate the suspect vse instrument for evaluation. Additionally, performed a proactive replacement of the e-100 generator. The system was tested and verified as ready for use. Isi has not received the product involved with the alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.